Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the r-waves were falling under the programmed maximum sensitivity and the pacemaker exhibited undersensing. Programming changes were suggested; no changes or interventions were reported. There were no patient consequences.